Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Examination of a supplied photograph confirmed the reported device fracture. The initial reporting stated x-rays were not available for review. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the device fracture based on the lack of the product to examine and the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered pain and was injured by excessive levels of chromium and cobalt as a result of implantation with the asr hip implant.